Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09wps, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) had been off and was set at 0.7v when it was turned off. The reported indicated seeing the ¿off¿ symbol after some buttons were pressed on the programmer. When the ins was turned back on, it gave the patient an initial ¿shock.¿ the reporter indicated ¿the only way I can change the...in other words if I have it set for .7 and I turn the unit off. And then turn it back on. It'll still be at .7." It was unclear what was meant by the previous statement. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed that the when the patient¿s husband adjusted the stimulation they felt a shocking sensation in the vaginal and rectal areas and since then had felt that those areas continued to ¿burn consistently¿. The patient felt it was adjusted too high. It was also noted that they felt a steady ache those areas. The sensations did not go away whether the stimulation was turned down or off. The patient had tried several times to turn the device off but the burning sensation remained. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).